Event description:
Reporter indicated that, a systems diagnostic test at an office visit yielded high lead impedance reading, indicating a possible lead break. Review of x-rays by manufacturer identified a lead break at the clavicle site. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Pa and lateral of chest and neck x-rays were reviewed.